Manufacturer narrative:
G5: additional PMA / 510(k)#: bk050036. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3: it was reported that when using the bd vacutainer® sst¿ blood collection tubes, one tube exhibited elevated potassium levels. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected information. B5: describe event or problem: report 3 of 5. It was reported while using bd vacutainer® sst¿, one patient sample exhibited elevated potassium results. No adverse impact was reported regarding the patient or user. G4: date received by manufacturer: updated to 09/19/2025.

Event description:
Report 3 of 5. It was reported while using bd vacutainer® sst¿, one patient sample exhibited elevated potassium results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-oct-2025. Investigation summary: bd received samples for investigation; however, these were actual vials of patient blood and were disposed of due to contamination. As a result, customer sample data could not be collected. Retained samples were forwarded for clinical testing. Factors that may contribute to erroneous results-potassium were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, erroneous results-potassium, because the defects were not evident in the testing of the complaint lot samples. Replicates of both retention control samples were acceptable in terms of both precision and accuracy (validation attached). All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results-potassium. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 5. It was reported that when using the bd vacutainer® sst¿ blood collection tubes, one tube exhibited elevated potassium levels. No adverse impact was reported regarding the patient or user.